Event description:
It was reported patient experienced loss of effective therapy due to high impedances on the left lead. As patient underwent surgical intervention on (B)(6) 2025 to address the issue, the right lead was found migrated out of space. As a result, both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.